Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was unable to complete system check with tandem technical support at time of call; however, multiple attempts were made by technical support to follow up with the customer, but no response was received. Customer's blood glucose was 130-150 mg/dl. No additional information was provided.